Manufacturer narrative:
The sample was received with a disconnect cap and an evaluation is complete. A visual inspection was performed with the naked eye. Functional testing was performed which included leak testing, clear passage testing, and clamp function testing. Visual and functional testing on actual samples did not duplicate the reported issue. The reported condition was not verified. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was leak from the transfer set, at the point where the tubing met with the twist clamp. This occurred during peritoneal dialysis therapy, while the patient was connected. The patient also noted that after they were done bathing, there was some water that came out from the same place in the transfer set. At the time of the reported event, the transfer set was in use for one month. There was no patient injury or medical intervention associated with this event. No additional information is available.